Event description:
It was alleged by the customer that the patient was flipped over on their back and the patient was allegedly cut on the lower arm/wrist area. Medical intervention was required.

Event description:
It was alleged by the customer that the patient was flipped over on their back and the patient was allegedly cut on the lower arm/wrist area. Medical intervention was required.

Manufacturer narrative:
Stryker medical contacted the customer about the alleged event. The customer stated that they were unable to determine what the patient was cut on and also the customer stated that they were not alleging a malfunction of the stretcher. The stretcher was simply involved with the incident. The manufacturer evaluated the unit and determined that there were no obvious exposed sharp edges that may have caused or contributed to the event. The manufacturer replaced the accessory rail bar per customer request; however there was no defects found with the rail bar.